Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Device not available for evaluation.

Event description:
User facility reported that the device was in use with patient for epidural anesthesia. According to reporter, the device connector and filter became disconnected during administration several times. In response, the user facility administered general anesthesia instead of the epidural anesthesia. No permanent adverse effects reported.